Manufacturer narrative:
Covidien has requested more information on the incident. The sensor is unavailable for failure investigation.

Event description:
Covidien sales representative received information that a max-n spo2 sensor was posting spo2 and heart rate readings. The spo2 reading was providing 100% measurement while lying on the hospital bed. The sensor was not used on a patient. The event occurred several months ago.